Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was returned for analysis. Returned product consisted of a guidezilla guide extension catheter. There was blood and contrast inside and outside of the device. The tip, hypotube and distal shaft was microscopically examined. Inspection revealed a kink in the distal shaft, and a partial separation at the collar area. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 27jul2016. It was reported that catheter kink occurred. A 145 guidezilla¿ was selected for use. During introduction, the device was noted to be kinked. The procedure was completed with a different device. No patient complications were reported and the patients' status was good. However, device analysis revealed a partial separation at the collar area.